Event description:
The reporter stated the surgeon implanted an aq2015a silicone aspheric three piece lens in the pt's right eye on (B)(6)2010. Lens was removed due to a power miss. Lens was removed with no widen incision and no suture required. The lens was cut in half to remove from the eye. Reporter stated this incident was due to calculation and measurement. There was no product allegation. Another same model, different size lens was implanted. See MFR# 2023826-2010-01033 for the left eye.

Manufacturer narrative:
(B)(4)